Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital for a driveline fracture. Over the past weekend, pump speed dropped to around 6000 rpm and there was a low flow event. Multiple events of speed drops and low flows occurred evening of (B)(6) 2021 and morning of (B)(6) 2021 but no pump stop alarm was noted. All alarms and events occurred while on wall power. The patient denies pulling or tugging on the driveline, shortness of breath, dizziness, pre-syncopal, chest pain, fever, or chills. A review of the logfile found elevated flows well above the normal parameters. This appeared to be caused by a short to shield or possibly something passing through the pump causing the rotor to slow down. These occurred while attached to the power module. During one of the speed drops, there was a backup battery fault. The x-rays were unremarkable. There were strings of self-fusion tape being used to repair a hole in the silicone jacket of the driveline. Additional information revealed that external percutaneous lead repair was performed on (B)(6) 2021 approximately 4 inches from the exit site. The vad team did not receive any further calls of alarms or vad parameter changes following the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported low speed events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contains data from (B)(6) 2021. The pump appeared to function as intended, above the low speed limit for the duration of the file until (B)(6) 2021, when the pump struggled to maintain pump speed. Low speed advisory alarms were observed until (B)(6) 2021, when the pump returned to its set speed. The pump remained above the low speed limit until (B)(6) 2021, when the pump began to struggle to maintain its pump speed. Intermittent low speed events continued until the end of the file, when the pump appeared to regain its speed. The low speed events were observed while the patient was supported by the mobile power unit (mpu). Based on the heartmate ii complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 16¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed throughout the length of the returned driveline segment. Removal of the tape revealed a few tears on the silicone jacket. Upon removal of the outer silicone jacket, the bionate layer was slightly discolored, however, no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the account communicated that they did not receive any further calls of alarms or ventricular assist device (vad) parameter changes. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2021, when the patient received a transplant. (B)(6) will be evaluated under MFR. #2916596-2021-05699. The heartmate ii lvas instructions for use (IFU) and the patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, the documents advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.